Manufacturer narrative:
The device remains in patient and is not available for investigation. A DHR review was performed and the device was manufactured to specifications. This report will be updated should this information become available at a later date.

Event description:
Our distribution partner surgalign reported "after cage inserted into disc space noticed csf leak. Muscular grafe, surgicel and tisseel placed. Did not observe active leaking. Deep hemovac drain placed."